Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 16, 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the afternoon of (B) (6), 210 (please see related (B) (4)). The customer tested with the alleged subject meter on the evening of (B) (6), 2010 and claimed she obtained a result of "180 mg/dl." The pt did not report having any symptoms with the subject meter result. The cca documented that the pt manages her diabetes with insulin (self-adjuster). Due to the alleged meter reading, the pt stated that she gave herself a nova pen (insulin dosage not specified). At an unspecified time after obtaining the alleged meter result, the pt reported receiving a phone call from her daughter. The pt stated that her daughter noticed that she was "incoherent" and her daughter proceeded to contact the paramedics. The paramedics arrived at the pt's residence, tested the pt's blood glucose, and obtained a result of "34 mg/dl." The pt stated that the ems gave her a "shot" in the arm and brought her to the hospital (medication name and dose unspecified). Upon arriving at the hospital, the pt's blood glucose was tested with an hcp meter and obtained a result of "130 m/dl." It is not known if the pt was admitted for further medical treatment at the hospital. The cca documented that the pt did not have a control solution to perform a quality control test at the time of troubleshooting. Replacement meter and supplies were sent to the pt. This complaint is being reported, because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly required acute medical treatment for severe hypoglycemia after alleged meter issue began.